Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to both leads being fractured. Surgical intervention took place on (B)(6) 2024 wherein one leads was cut and remains partially implanted. (Mfg# 1627487-2024-11262) surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2024 where in the physician added one lead to address the issue.